Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Subsequent information indicated that this device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific crm received information information that this cardiac resynchronization therapy defibrillator (crt-d) was displaying radio frequency (rf) telemetry issued. Initially, the device was successfully interrogated. A health care professional (hcp) turned rf off; however, could not interrogate with a wand. The hcp verified that the wand was plugged in and tried various positions and pressures and was unable to interrogated. The hcp indicated that they could feel the device, but the device was deep under the skin. The hcp re-booted and attempted rf again with no success. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.